Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the healthcare provider (hcp) that the patient had therapy for a short time after implant, then lost therapy, went to their hcp, had therapy and lost it again. The patient then called their hcp again to be seen again and was notified that their insurance was no longer accepted. Additional information received from the patient reported painful/uncomfortable stimulation. Her device was not working and it would not do anything. It was clarified that, when on program 4, stimulation was really strong and painful. She would feel random stimulation and when she would go to the bathroom and squat, stimulation would feel uncomfortable. The patient was on program 1 at 2.8 volts. The patient was advised to change to program 4 and tried decreasing and increasing stimulation but she did not feel stimulation and it was not doing anything. She also did not have symptom relief and did not feel stimulation on the other 3 programs. It was reviewed that she did not need to feel stimulation to benefit from therapy. The device was causing pain and aggravation. She needed to meet with a hcp to have her settings adjusted. Additional information received from the patient reported that her device was going crazy on her and she needed it to be recalibrated. When she would change to a different program and try to decrease or increase, it would go to a different program. It was noted that she would sync after every time she changed to a different program. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event, if a cause had been determined, and if it was resolved.